Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks from their implantable cardioverter defibrillator due to noise. X-ray revealed that the lead was damaged and there were externalized conductors. On (B)(6) 2018, the lead was capped and replaced. Patient was stable post procedure.